Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: none. It was reported that when the 3.0 x 28 mm xience v was implanted in a lesion, located in the ostial left anterior descending a dissection occurred at the distal end of the stent. A 3.0 x 12 mm xience v was used to overlap and cover the dissection. It ws also noted that pre-dilatation was not performed. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Dissection is listed in the instructions for use (IFU) and product risk assessment as a known adverse event associated with coronary stenting. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection and is not necessarily an indication of a product issue. In this case, a conclusive root cause for the dissection could not be determined. In addition, it was also reported that pre-dilation was not performed. It should be noted the IFU also states "pre-dilate the lesion with a ptca catheter."